Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys prolactin assay results for 1 patient sample on a cobas 6000 e601 module. The initial result was 0.095 ng/ml. The repeated results were 11.56 ng/ml and 18.54 ng/ml.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative found many serum separator tubes where the gel components and the clotted blood have mixed with the serum, which might lead to an incorrect result for the sample. The investigation determined the issue was caused by a pre-analytical handling issue.